Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black-black and the device and the unknown sheath were pulled completely out of the body. Manual compression was used instead to achieve hemostasis. There was no reported patient injury. The account contact was identified, and additional information was obtained. The device was not returned with tracking provided. There was no difficulty connecting the device. The indicator wire cowling locked, an audible click was heard, and pulsatile flow was observed. The device and sheath were retracted together until bleed back slowed or stopped. The physician¿s thumb was not on the deployment button during retraction, and no red color was observed in the indicator window. The indicator wire loop was deployed upon removal with no noted abnormalities. The device was not deployed outside the body. A retrograde interventional procedure was performed. The patient status post-procedure was reported as good. The operator was trained, and the device was stored and prepared per instructions for use. There was no visible device or package damage prior to use. A non-cordis sheath introducer was used. The femoral artery suitability and vessel diameter =5 mm were confirmed. There was no visible calcium or plaque, no stent near the puncture site, no stenosis >50%, no prior closure within 30 days, and no pre-existing complications at the access site. The device was withdrawn at a 40° angle. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.